Event description:
It was reported that a pump showed a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the customer in removing the cartridge and inspecting the o-ring and pneumatic tap area, but the issue was not resolved. The customer was unable to successfully load the cartridge onto the pump and did not complete a new cartridge fill with guidance from support. No additional information was received regarding the outcome of the event.